Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window. No data was listed for the date of (B)(6) 2014.

Event description:
The customer's spouse called and reported that the customer has passed away in a hospital. The customer was hospitalized on (B)(6) 2014 because they were not feeling well on (B)(6) 2015. The caller stated that the customer had uncontrollable diabetes type 2, kidney failure, and heart disease. The caller did not know the customer's blood glucose value at the time of death; however, he stated that it was high. The caller stated that the customer removed the insulin pump at the emergency room, prior to hospitalization. The caller was unsure if the customer used sensors. The caller stated that the insulin pump has already been sent back for analysis.